Event description:
On (B)(6) 2014 the reporter contacted animas, alleging a call service alarm issue. It was reported that the pump emitted multiple call service alarms when attempting to complete the rewind and prime steps. The reporter attempted to clear the alarms by rebooting the pump but the alarm continued. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.